Manufacturer narrative:
Lot # 104-15, manufacture date: june 2015, expiration date: 05/30/2020. Lot #: 273-15, manufacture date: october 2015, expiration date: 09/30/2020. Device manufacturer records associated batches 104-15 and 273-15 have been reviewed. This review did not identify a cause of the reported break. It is likely that the screw broke because of the large amount of hard cortical bone in the diaphyseal area where it was implanted. The cortical layer in this area is equivalent to the screw head height. Although the surgeo pre-drilled using a ø1.3 mm drill bit, it did not have an impact on the preparation of the bone before inserting the screw, countersinking of the head could have been more effective.

Event description:
The screw broke while the surgeon was implanting it. The screw head snapped when the head hit cortical bone.